Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
On an unreported date, the patient experienced a breach in aseptic technique, which caused peritonitis. The patient was hospitalized, after they experienced cloudy effluent. On the same day, the patient began treatment with zinacef (750 mg, 1 time/day, intraperitoneally (ip)) and gentamicin (40 mg, 1 time/day, ip) for bacterial peritonitis. Eleven days later, the zinacef and gentamicin were withdrawn. On the same day, the patient recovered and was discharged from the hospital. No additional information was available at the time of this report.